Event description:
It was reported that the patient is deceased and died approximately five weeks after device and lead replacement. Additional information reported that the day after having shoulder surgery, the patient developed slow ventricular tachycardia (vt) and atrial flutter/atrial fibrillation. The patient collapsed, resuscitation efforts were initiated, external defibrillation was performed and asystole was noted. The vt is reported to have been below the detection rate and no therapy was given for some time. Anti-tachycardia pacing and therapy was received from the device once detection rates were met. The patient was resuscitated, intubated and on medications and an intra-aortic balloon pump. Frequent non-sustained vt and atrial fibrillation were noted. Device interrogation revealed atrial non-capture and loss of sensing, potentially due to fine atrial fibrillation. The patient later had a cardiac arrest, asystole was noted and resuscitation efforts were initiated. However, the patient died.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(4) 2011. Ventricular short interval count (v-sic) equals 31 counts, in 0.50 days, on (B)(4) 2011.